Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the pacing lead was damaged and exhibited placement difficulty due to patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.